Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of dipper -10.50/3.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Reportedly "the lens did not unfold correctly". The lens was implanted and removed intraoperatively. D6a. "(B)(6) 2023" should be added. D6b. "(B)(6) 2023" should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/3.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). The lens did not unfold correctly. Lens was implanted and removed. Additional information has been requested but none has been forthcoming.